Event description:
Procedure type: hernia. According to the reporter: the original procedure was performed in (B)(6) 2002. On (B)(6) 2011, a re-operation occurred due to mesh that entangled in small intestine. At this time, mesh was removed completely and pt was not implanted with new mesh. The pt remained hospitalized for 24 days (15 days in the ICU) surgeon stated, the hernia looked good and did not implant mesh again. During the time of hospitalization, a skin (B)(6) occurred. Pt was treated with antibiotics. Pt had not completely healed from the (B)(6) when he went to the doctor's and was prescribed stronger antibiotics. On (B)(6) 2011 pt returned to the emergency room with pain. New hernia pain located in a different location. Pt is currently in the emergency room in (B)(4) medical center.

Manufacturer narrative:
(B)(4).